Manufacturer narrative:
Arjo tried to contact the facility representative to gather details regarding the event and the device involved, but unsuccessfully. As the device was not evaluated, no photos and details were provided, it was not possible to confirm the claimed issue. The complaint is a singular occurrence, no similar events were reported in the past. To sum up, the device did not meet the specifications as the charger was claimed as defective. There was no indication that the lift was used with the patient. The complaint decided to be reportable due to allegation concerning an electric shock sustained by the facility's technician. H3 other text: not made available by the facility.

Manufacturer narrative:
The process of gathering information is ongoing. The results will be provided to the follow-up report. Date of event is the estimated date.

Event description:
Following information reported, the pins of the charger broke in the wall outlet and the facility's technician sustained an electric shock. No injury was claimed.